Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 465 mg/dl and 225 mg/dl at the time of the incident. It was reported that they had bent cannula and this caused high blood glucose. The customer assisted performing a 5.0 units fixed prime. Customer stated that the insulin exited. The customer was advised site may have been occluded and to change the entire infusion set system. The insulin pump will not be returned for analysis.